Manufacturer narrative:
Date sent to FDA: 10/12/2020.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. (B)(4) submitted for adverse event which occurred on (B)(6) 2012. (B)(4) submitted for adverse event which occurred on (B)(6) 2013.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2012 and mesh was implanted. It was reported that the patient underwent hernia repair surgery on (B)(6) 2012 and another mesh was implanted. It was reported that the patient underwent revision surgery on (B)(6) 2012. It was reported that the patient underwent removal surgery of the first implanted mesh on (B)(6) 2013. It was reported that the patient underwent revision of the second implanted mesh on (B)(6) 2016. It was reported that the patient experienced severe pain, bloating, swelling, bowel obstruction, adhesions to bowel, mesh detachment, mesh migration, recurrence, multiple revision/removal surgeries and inflammation. Other procedure is captured in a separate file no additional information is provided.